Event description:
The account alleges that the biopsy needle did not fitting properly in the coaxial introducer. A new device was used to complete the procedure. No patient injury.

Manufacturer narrative:
Part of the suspect device was returned for evaluation. The complaint could not be confirmed as the returned part functioned as expected. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.